Manufacturer narrative:
OEM manufacturer: (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9287102, medical device expiration date: 2024-10-31, device manufacture date: 2020-03-18, medical device lot #: 9325886, medical device expiration date: 2024-11-30, device manufacture date: 2020-04-02. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that fibrous, white foreign matter and drug solution particles were attached to the tip of the pir3-255 hypoint ndl 27ga1/2in sorted ir. This event occurred once in lot 9287102, and an unspecified number of times in lot 9325886. The following information was provided by the initial reporter: "when the needle shield was removed before injection, a whitish fibrous foreign matter was attached to the tip of the needle together with some drug solution particles."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/5/2021. H.6. Investigation: batch record: lot no. 9287102 is in production in late november 2019 and lot no. 9325886 is in production in late december 2019. We scrutinized the manufacturing records, etc., but found no abnormalities. Sprting record: lot no. 9287102 is 100% sorted by camera inspection machine and visual inspection (strict inspection) from late march to early april 2020 at the fukushima plant. In addition, lot no. 9325886 carries out the same 100% selection as above from the beginning to the middle of april 2020. We scrutinized the inspection records, etc., but found no abnormalities. Return sample: when we checked the actual product, no whitish fibrous foreign matter was found. We found silicone particles applied to the needle tube, but no abnormalities were found. It did not adhere to the inside of the needle shield. I also checked the inside of the plastic bag that contained the injection needle and the actual survey item, but could not find it. Probably lost in transit.

Event description:
It was reported that fibrous, white foreign matter and drug solution particles were attached to the tip of the pir3-255 hypoint ndl 27ga1/2in sorted ir. This event occurred once in lot 9287102, and an unspecified number of times in lot 9325886. The following information was provided by the initial reporter: "when the needle shield was removed before injection, a whitish fibrous foreign matter was attached to the tip of the needle together with some drug solution particles.".